Event description:
It was reported that the patient received an acetabular cup. It is unknown whether the patient is monitored or a revision was performed.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be concerning. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2009 as referenced. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number is (B)(4).

Event description:
It was reported that the pt received a durom us acetabular component 50/44 j on the right side on (B)(6) 2006 and underwent revision surgery on (B)(6) 2012 due to metallosis.

Manufacturer narrative:
Additional information was received on 06/25/2015. The device was returned and the result of the visual examination has been made available. Visual examination: during the visual examination the durom acetabular component presented severe dark third body material on the articulating surface and rim, moderate light and dark third body material on the porous coating and moderate dark third body material collection in the scallops and circumferential fins. Metasul ldh large diameter head presented moderate dark third body material on the inner taper surface and on the articulating surface. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).